Manufacturer narrative:
The response center provided part replacement information to the customer.

Event description:
The customer reported a shock equipment malfunction. There was no reported patient or user involvement and no adverse patient/user impact.